Event description:
The pt diagnosed with rectal polyp with cancer, underwent laparoscopic assisted sigmoid colectomy and low anterior resection, with low colorectal anastomosis (5 cm from the anal verge) using the car 27 device. A leak was observed on day 4 post operation. A second anastomosis (end to end compression anastomosis) was performed, and the pt recovered successfully.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd (B) (4)) and the importer (B) (4). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The device production history files were reviewed and indicated that the device was released pursuant to product's specifications. The ring was returned and investigated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. Pt's co-morbidities, including obesity and nicotine and alcohol abuse, are known to be associated with an increased risk of anastomotic failure.